Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was unable to connect to the charger. It was noted that the ipg had migrated. The patient underwent a pocket revision procedure and was doing well postoperatively. No devices were explanted or replaced.